Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, stapler fired and then stopped firing. Both loading unit and stapler were replaced to complete the procedure. There was no patient injury.